Manufacturer narrative:
No components were returned for analysis. A review of the device review history was not possible since the lot number was unavailable. Based on the information provided to st jude medical, the cause for the pseudoaneurysm and pain could not be conclusively determined; however, the angio-seal was removed. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.

Event description:
It was reported, an angio-seal was used to seal the arteriotomy site post coronary intervention procedure (pci) done for an acute myocardial infarction (ami). Hemostasis was achieved following deployment. Three hours later, the patient was okay and the suture was cut. The patient was in bedresting for two to three hours. The patient was not bleeding and bedrest was released. The patient did not go home, but was able to move inside the hospital. Two hours later, the patient complained of pain. The CT scan confirmed the presence of a pseudoaneurysm. The patient underwent surgery; the angio-seal was removed. According to the surgeon, there was a flap (biomedical tissue) between the anchor and collagen; the components were located outside the artery. The angio-seal was removed during surgery. The flap was being analyzed in pathology lab in another country. The patient was recovering.